Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, we the technician confirmed that the angulation down angulation excess wire play, the angulation left angulation excess wire play, the angulation right angulation excess wire play, the angulation up angulation excess wire play, and the electrical pin connector defective; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).